Manufacturer narrative:
Type of investigation not yet determined: a supplemental report will be submitted upon receipt of additional information.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) failed the manifold leak test. It is unknown under which circumstances the event occurred or if a patient was involved; however there was no adverse event reported.

Event description:
N/a

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to evaluate this unit. The unit failed the drive manifold leak test. The fse disassembled and removed the manifold assembly and replaced with new part. The fse performed a full pm as per the manufacture specifications. The unit passed all test and calibrations and is now ready for clinical use. The unit had expired batteries and the customer opted to replace the batteries at a later time.

Event description:
N/a.